Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No rewind anomaly, reset error alarm, unexpected restart, or memory error alarm was noted. The insulin pump passed the displacement, rewind, basic occlusion test, reset error test and self test. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump excessively alarmed no delivery. Customer's blood glucose reading was 167 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.